Manufacturer narrative:
(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that after freezing the image, it could not be restored during maintenance of an olympus gastrointestinal videoscope. There was no patient involvement during this event.